Event description:
The customer reported to olympus, the image intermittently disappeared and became black on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause is unknown because the device has not been returned and there is no detailed information on the phenomenon. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.